Event description:
Caller reportedly received the following results on an inform meter, compared to lab results, within 10 minutes: 77 mg/dl (meter); 28 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, caller no longer has test strips. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.